Manufacturer narrative:
The device was returned for analysis. Visual inspection was performed on the returned guide wire and the reported separation was confirmed. The reported difficulty to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and core separation appear to be related to operational circumstances of the procedure. Based on the reported information, during the advancement, the guidewire encountered resistance with the heavily calcified anatomy and likely causing the tip to kink. Manipulation of the guide wire during retraction ultimately resulted in the reported/noted core and coil separation and subsequent damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The guidewire referenced is filed under a separate medwatch report number.

Event description:
It was reported the procedure was performed to treat a lesion in the heavily calcified left anterior tibial artery. Slight resistance was felt with the lesion when advancing the steelcore guide wire. When removing the steelcore guide wire; the guide wire core separated in two pieces inside the non-abbott balloon catheter. The devices were removed together. No portion remained in the patient. A new guide wire was used and the 2.0mm x 200mm x 150cm armada balloon dilatation catheter (bdc) was advanced. During inflation, a balloon pinhole occurred. The procedure was complete at this point. No additional devices were used. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.